Manufacturer narrative:
Medical device serial numbers: (B)(4). For 3 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 unit, the flow sensor was replaced to resolve the issue, for 1 unit the bellows pop off valve was cleaned to resolve the reported issue, and for 1 unit it the adjustable pressure limit (apl) valve rotation stopper came off and blocked the control of apl valve. The apl was replaced to resolve the reported issue for 1 reported event, the customer declined ge healthcare repair recommendation.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1009-9212-000 anesthesia gas machine experienced a mechanical problem. 2 units were reported for losing the ability to adequately mechanically ventilate, 1 unit would not mechanically ventilate, 1 unit had a malfunction that prevented the selection of mechanical ventilation. These reports were received from various sources. Of the 4 events, 2 did not involve a patient 2, and 2 did involve patients. There was no patient information available.